Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Batch manufacturing records and case notes to be reviewed. Case reported due to cormet cup, however, cementless head device used not available in the USA. This is outside USA.